Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. The device was returned to bsc with a note attached stating that the ¿catheter broke up on removal from patient.¿ all other information is unknown.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a guidezilla guide extension catheter in two (2) pieces. There were kinks in the shaft of the device. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. The ptfe was pulled out of the collar and was attached to the distal shaft. Microscopic examination revealed kinks at 12cm and 12.5cm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The device was returned to bsc with a note attached stating that the "catheter broke up on removal from patient&#56224;all other information is unknown.